Event description:
Patient had called in multiple times due to the wrench on the charging station and now the wcd system would not boot up with either of the batteries. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.